Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. The device was returned to olympus for inspection, and customer report was confirmed. Based on the results of the investigation, it was not possible to identify the root cause. According to the following facts found out from the investigation, a probable cause was unknown. The event can be prevented by following the instructions for use which state: ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was restriction in the ultrasonic bronchofibervideoscope's instrument channel, and the customer could not get anything to pass through during a procedure. Additionally, the tip of the scope appeared to be bent. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The evaluation findings are as follows: there was a leak in the instrument channel; the plastic distal end cover had deep dents; the bending section cover glue was cracked; and there was a broken echo#1. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.